Manufacturer narrative:
A2: date of birth: (B)(6) 1957. B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: promus premier ous mr 12 x 4.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube identified a kink in the hypotube, 18.5 cm distal to the end of the strain relief. A visual and tactile examination of shaft polymer extrusion identified no issues with the outer/mid-shaft sections or the inner lumen of the device. A visual examination of the stent identified stent struts lifted at the distal end of the stent. A microscopic examination of the stent revealed stent struts were lifted at the distal end of the stent and slightly pulled above the distal markerband. A microscopic examination of the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent struts slightly above the distal markerband however was set between the proximal and distal markerbands. A microscopic examination of the tip identified a flared bumper tip.

Event description:
It was reported that shaft break occurred. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, while advancing the device into the artery, the stent lost its integrity and was broken. A 4 x 33 non-boston scientific stent had been implanted without any issues. No further information available.

Manufacturer narrative:
A2: date of birth: (B)(6) 1957. B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, while advancing the device into the artery, the stent lost its integrity and was broken. A 4 x 33 non-boston scientific stent had been implanted without any issues. No further information available.